Event description:
It was reported to tech services on (B)(6) 2012 that this rv lead had an alert for high impedances. Further testing will be completed. They are working with dr. (B)(6), but this is not the usual physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).